Event description:
This ra lead was implanted on (B)(6) 2007 and remains implanted at this time. A call was placed to technical services on (B)(6) 2018 stating that this lead was exhibiting jumpy ra impedance for the last year with measurements showing greater than 500 ohms but never goes over 1200 ohms. The following physician was dr. (B)(6) at (B)(6) in (B)(6), co. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).